Event description:
Description of event: information was received from a patient regarding an implantable neurostimulator and external equipment. The reason for call was patient said that their charger and implant are not working. Patient also mentioned they moved and do not have a hcp right now. When patient services specialist (pss) asked patient about external equipment patient described the equipment as a "big round green and white charger" and patient said they do not have a handset. Pss asked patient if they had their ID card with them, patient gave pss a serial number of (B)(6) and said the charging device had a number on the back of (B)(6). Pss asked what else was listed on ID card, patient said there was axonics and a phone number and implant date in 2021. Pss reviewed with patient that they had axonics equipment and should contact axonics for troubleshooting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5144590.